Manufacturer narrative:
The account technician found that the strain relief on the control box was broken and that the extension cable was burnt. This is indicative of strain being placed on the cable by someone pulling on the cable. The service manual for mobile lifts ((B)(4)) inspection point 8 for battery, cables and charging states: check cables and connectors for damage or wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the extension cable and the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the extension cable on the lift was burned. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).